Manufacturer narrative:
The returned sensor was evaluated. During investigation it was found that the device failed continuity and a broken white conductor at the detector solder joint assembly was found. It was also found that when tested with a known good philips mp40 and known good mp10 cable the "sensor malf" error message was displayed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the speaker volume is too low and it cannot be adjusted higher. Additional information rec'd indicated that there was no error code observed. The visual display was working properly. The unit was able to engage in patient monitoring activities. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During eval the unit was able to power on, however, a distorted and soft volume from the speaker was heard. The front speaker was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over twelve (12) years with no previous reported issues related to this reported event.